Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging difficulties. The patient underwent a full system replacement and there were no complications noted. The explanted ipg was not released due to facility policy.